Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed and the cause was not identified because the disposable set was not returned to baxter, the lot number was not provided, an event log review was not performed, and the user did not describe any type of use error that might have caused the alarm. The labeling adequately addresses the probable causes of the check patient line alarm as listed by the tsr. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center reporting a check patient line alarm during fill 1 on the home choice (hc) with air noted in the line. The hp stated that he forgot to check the patient line prior to connecting. The technical service representative (tsr) assisted the hp with ending therapy early and the hp would start over with new supplies. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding the check patient line alarm. The hp stated he did not complete therapy that night and resumed therapy the following night on the cycler. The hp stated he takes a look at the line after prime to make sure that its primed to the top. The hp did follow up with his peritoneal dialysis nurse (pdrn) regarding the missed therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.